Event description:
A surgeon reported that a cv232 sre iol was explanted a few hours after implantation due to a coating on the optic. Several attempts have been made to obtain additional information. No further information is available at this time.